Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the surgeon had inserted the anchor 3/4's of the way and it broke. The broken piece was removed while the implanted portion held up. He tied the knot as usual and completed the case.